Event description:
It was reported that the 2600 sys had no image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure was confirmed. The customer replaced the monitor. The sys was found to be working as intended and put back into svc.